Event description:
The customer reports via the director of hip research at stryker orthopaedics that he is planning to re-operate on a (B)(6) lady¿s left hip on the (B)(6) of this year. The customer reports that it is six years since he implanted the patients pcr hip replacement and she was doing well until (B)(6) 2012 when she developed buttock pain. The customer reports that the patient's plain x-rays and CT appear entirely innocent but an mr scan has shown alleged multilocular cystic collection around the posterolateral aspect of the greater trochanter. The customer reports that there is a possibility that this communicates with the back of her hip joint. The customer reports that it may be that there is no more to excise than a cystic blowout from the joint but the customer reports that it the acetabular component could allegedly be wearing and revision would need to be considered.

Manufacturer narrative:
The catalog number and lot code of the stem are unknown at this time. It was reported as an unknown accolade stem. Additionally, an unknown mitch cup (manufactured by depuy) was noted in this report. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Further information received on (B)(4), 2013 indicated that this patient has actually had their operation postponed due to other medical issues. The rescheduled operation will take place on the (B)(6) 2014. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a revision due to pain, wear, and allergy/reaction involving an unknown accolade stem was reported. The event was not confirmed. Device evaluations could not be performed as no items associated with the event were returned or made available for identification or evaluation. A clinician review of the provided information indicated that the harm to the patient appears limited and mainly caused by the fact that a revision surgery was required with all discomfort and disutility relating to such. X-rays, actual CT-scan and MRI images, histopathology of the removed cyst and more clinical information would all be beneficial for more in depth analysis of this case. Device history review could not performed as the lot number of the reported device was not provided and the device was not returned for identification. Complaint history review could not be performed as the reported product was not properly identified and was not returned for identification. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and insufficient medical records were provided.

Event description:
The customer reports via the (B)(6) at stryker orthopaedics that he is planning to re-operate on a (B)(6) d lady's left hip on the (B)(6) of this year. The customer reports that it is six years since he implanted the patients pcr hip replacement and she was doing well until (B)(6) 2012 when she developed buttock pain. The customer reports that the patient's plain x-rays and CT appear entirely innocent but an mr scan has shown alleged multilocular cystic collection around the posterolateral aspect of the greater trochanter. The customer reports that there is a possibility that this communicates with the back of her hip joint. The customer reports that it may be that there is no more to excise than a cystic blowout from the joint but the customer reports that it the acetabular component could allegedly be wearing and revision would need to be considered.